Manufacturer narrative:
It is unknown as to which trach tube had inflation issues and as to which tubes had discoloration issues.

Event description:
Information was received indicating that during a routine change out of a smiths medical portex® bivona® tts¿ (tight-to-shaft) tracheostomy tube discoloration of the flange was observed. It was reported by the nurse that discoloration (light yellow - orange) on inner aspect of the flanges was noted. Two trach tubes were noted at bedside; one with same discoloration and one without. The patient had been reported to be undergoing proton therapy in MRI. Subsequently, the replacement tube was reported to not inflate properly with sterile water during pre-test; only 2/3 around the shaft inflated. Massaging of the cuff was performed without success. A tube was finally placed with no adverse patient effects.

Manufacturer narrative:
Evaluation results: two used tracheostomy tubes (67p035 l/n 3494019) were received for investigation without their original packaging inside a ziploc bag. The samples were received in used condition and with their respective certificates of decontamination. Visual inspection was performed at 12 inches under normal lighting on the received units to look for any damage on the cuffs. During the visual inspection, the investigator found contamination/discoloration on one of the neckstraps. Following this visual examination, the units were inflated with 5 cc of air in order to see if there were any problems with inflating the cuffs. The cuffs inflated in a manner that was not uniform. The cuffs were then manipulated according the instructions for use (IFU), and they inflated uniformly. The cuff s were then inflated and deflated four more times. The cuffs inflated properly during each trial. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. With respect to the discoloration that was observed the investigator identified the following most probable root cause. The damaged or discoloration occurred after the product left the manufacturing facility. With respect to the cuff asymmetry, the complaint was not confirmed. The cuffs were inflating as intended after the ifus were followed.